Manufacturer narrative:
.

Event description:
A report was received indicating that a vns patient was scheduled for full vns system revision due to a lead fracture. Clinic notes received confirmed that a lead fracture had been diagnosed via x-ray and device interrogation and that the providers planned to revise the vns system. The clinic notes state that the vns battery died in 2007. A battery life calculation performed by the manufacturer confirmed that the device likely reached end of service in 2007 or 2008 based on known programmed settings. Attempts for additional relevant information have been unsuccessful to date. No known surgical interventions have occurred to date.

Event description:
New information received indicates that the patient's lead and pulse generator were successfully explanted and replaced. To date the explanted devices have not been returned to the manufacturer.

Event description:
The explanted pulse generator and lead were returned to the manufacturer for product analysis. An end of service condition was verified for the pulse generator and was determined to be the result of normal, expected battery depletion based on battery life calculation, electrical test results and bench evaluation. No abnormal performance or adverse conditions were found and the device performed according to all functional specifications. Analysis of the explanted lead revealed that the outer silicone tubing appeared to be twisted and compressed in some areas. The positive and negative electrode quadfilar coils were observed to be twisted/shorted together and coil breaks were noted in several locations. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting at some of the fracture points. Abraded openings were observed on the outer and inner silicone tubes. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The condition of the returned lead portions suggests the twisted/shorted coils and separate broken coils may be related to patient manipulation (twiddler's syndrome).